Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the procedure was a primary surgery, not a revision.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent a knee revision procedure due to unknown reasons.